Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After troubleshooting, the fse noted the left high resolution stereo viewer (hrsv) was blacked out. The fse replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint with no signal in one or both eyes. Fa identified the root cause a component failure.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon side console (ssc) had a left black eye. The intuitive surgical, inc. (Isi) clinical territory associate (cta) stated that they power-cycled and cycled the circuit breaker prior to call, with no change. The isi technical support engineer (tse) recommended the cta perform a hard power-cycle on the affected ssc again, and leave the circuit breaker off for 45 seconds; however, the issue returned on power-up. The customer was closing case and had another subsequent case to follow. The tse recommended the customer use the unaffected console or change the console for another. The cta stated they would speak to the staff and identify how they want to proceed; call ended. The procedure was completed with no reported patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the scheduled procedure was set up as a dual console case and there were no issue noted during set up. The issue was noticed right away the moment the resident sat down on the console. The surgeon did not want to troubleshoot right away; therefore, the surgeon elected to continue with the case using the ssc, and then once the faulty ssc was undocked, they called to troubleshoot. The procedure was completed with no patient injury nor delays.